Event description:
It was reported that "inaccuracies between resection level/depth set on block and actual resection depths. Multiple instances where resection depth is greater than what's indicated on instruments used in conjunction with cat# 6591-5-601."

Manufacturer narrative:
Device manufacture date for add'l lots involved in this event: lot # af3v17; manufacture date: 01/29/2009. Lot# af1c01; manufacture date: 02/24/2006. Lot# af2e04; manufacture date: 10/03/2007. When completed, the eval summary will be submitted in a supplemental report.